Event description:
Initial rptr indicated that after their last surgery the lead wire had "again come out of the plastic casing and the wire is hitting a nerve in her neck,". She complained of muscle spasms and pain when her device stimulates. The pt also stated she has a large scar from her arm pit to breast, which is painful to touch. The pt reported that she went to a neurosurgeon, who did not want to do surgery because "it is too dangerous because of the carotid artery". It is unk if another surgery is planned for the pt.